Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump had minor scratches on the lcd window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 180 mg/dl. The customer stated that she was driving when it started alarming. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.